Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units printer is faulty. There was no patient harm reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units printer is faulty. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse replaced the printer, and then tested the unit which was found to be working ok.

Event description:
N/a.